Manufacturer narrative:
Product ID, 3889-28 lot# va00ban, implanted: 2012 (B)(6), product type lead product ID, 3889-28 lot# va01pde, implanted: 2012 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3889-28, lot# va00ban, implanted: (B)(6) 2012, product type: lead. Product ID: 3889-28, lot# va01pde, implanted: (B)(6) 2012, product type: lead.

Event description:
Additional information received from the patient reported that all her implants stopped being effective for her urinary retention. It was noted that the patient was not able to self-catheterize when she the implants. Eventually the patient had all the implanted components removed. The implantable neurostimulators (ins) stopped being effective in (B)(6) 2012. The patient noted that her bladder had no muscle tone and could only hold 2 liters of fluid. This was present prior to the implants.

Event description:
It was reported that patient had a revision 3 weeks prior to the date of this report to revise the pocket and was reprogrammed 3 days later. The cause of event was unknown. Many reprogramming sessions were attempted. There was a replacement of the implantable neurostimulator and lead. The device stopped working when physician revised the pocket. Physician then replaced the bilateral systems but could not get efficacy for retention to return. There was no hospitalization due to the event and patient outcome was non-serious injury. Refer to manufacturer report # 3004209178-2012-08781.